Manufacturer narrative:
B3: event date corrected from on (B)(6) 2019 to on (B)(6) 2019.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. The 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured below rated burst pressure. It was further reported that the device was completely and simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported. The patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. The 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured below rated burst pressure. It was further reported that the device was completely and simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported. The patient condition was good post procedure.